Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received two (2) photo samples. Both photo samples showcase an overview of 3-way foley catheter with cut portion of the inlet tubing. Visual: received one (1) used 3-way foley catheter with cut portion of the inlet tubing without original packaging. Visual inspection noted the balloon had burst measuring 0.1495". Further inspection noted the balloon had no missing pieces. This is out of specification per inspection procedure which states, "balloon must not be torn". A potential root cause for this failure could be pinhole in balloon or cuff. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fell out of the patient after 1 hour of insertion and there was no balloon rupture. Upon inflating the balloon outside the body, the water leaked from the balloon. The lot number was unknown, but it was likely myhp0071 or myhv0730. Three cases occurred in quick succession (pir44087265, pir44087268, pir44087266). On visual inspection, it was confirmed that the balloon was damaged. When they put the damaged parts back together, they couldn't see any damage. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fell out of the patient after 1 hour of insertion and there was no balloon rupture. Upon inflating the balloon outside the body, the water leaked from the balloon. The lot number was unknown, but it was likely myhp0071 or myhv0730 and there were three cases that occurred in quick succession. On visual inspection, it was confirmed that the balloon was damaged. When they put the damaged parts back together, they couldn't see any damage. They cut the inlet tube and discarded the bag.